Event description:
This complaint was rec'd by (B)(4) on (B)(6) 2011 from (B)(6) for product 2 way standard slc foley catheter size 16x10. Customer complaining: "balloon - can not be deflated - the balloon was not deflated (three devices). The catheters are placed by nurse, twice: nurse was able to remove the catheter using a needle and the third time, the pt was in consultation with his urologist, who took away the catheter".

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). Based on available info, our med determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Note: the actual date of event is unknown, so the date used was the date we became aware.